Event description:
As reported while trying to achieve hemostasis, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured and could no longer be used. An unknown device was used to complete hemostasis. There is no reported patient injury. The device was stored and prepared per the instructions for use (IFU). A non-cordis sheath was used with the device. The balloon did not lose pressure during preparation nor during patient use. A calcified lesion was found approximately 4 cm from the puncture site, indicating peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm, there was no vessel tortuosity, the user was trained on the device, and the patient was not hospitalized nor was any hospitalization extended as a result of the event. The vcd, along with other products, were discarded after the procedure. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot j2528004 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.